Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') and cellulitis ('infection (bladder/ urinary tract/vaginal) type: cellulitis') in a 45-year-old female patient who had essure (ess205) (batch no. 624475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included body mass index normal. Current weight 154lbs. Concurrent conditions included swelling nos, anxiety, depression, penicillin allergy, internal hemorrhoids, mood swings, anemia, blood pressure high, insomnia, thyroid disorder, bartholin's abscess, cyst, gastric ulcer and uterine leiomyoma. Concomitant products included phentermine (adipex) for weight gain as well as alprazolam, bupropion hydrochloride (wellbutrin), celecoxib (celexa), citalopram, clindamycin, hydrocodone;paracetamol (acetaminophen;hydrocodone), medroxyprogesterone acetate (depo provera), oxycodone, paracetamol (acetaminophen) and pramipexole. In (B)(6) 2007, the patient experienced fatigue ("fatigue"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced alopecia ("hair loss"). In 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced nausea ("nausea"). In 2009, the patient experienced back pain ("back pain/ lower back pain"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and arthralgia ("pain: elbow, knees, joint"). In 2010, the patient experienced bladder disorder ("bladder problem"), vaginal discharge ("vaginal discharge") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problem"). In 2016, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2017, the patient experienced rash papular ("rashes or skin conditions type: red bumpy outbreak"). On (B)(6) 2017, the patient experienced cellulitis (seriousness criterion medically significant) and bartholin's cyst ("infection (bladder/ urinary tract/vaginal) type:bartholin cyst abscess"), 10 years after insertion of essure (ess205). In (B)(6) 2017, the patient experienced blister ("allergic or hypersensitivity reaction type: blisters"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("expulsion"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), headache ("headaches"), nervous system disorder ("nuero condit/problem"), visual impairment ("vision probs"), allergy to metals ("nickel allergy"), toothache ("tooth pain") and vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the genital haemorrhage, device expulsion, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, blood disorder, cardiac disorder, hypersensitivity, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, abdominal distension, alopecia, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight increased, weight decreased, vaginal haemorrhage, blister, cellulitis, rash papular, urinary tract disorder, migraine, allergy to metals, arthralgia, toothache and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bartholin's cyst, bladder disorder, blister, blood disorder, cardiac disorder, cellulitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, intermenstrual bleeding, iron deficiency anaemia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, rash papular, tooth disorder, toothache, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain, weight decreased and weight increased to be related to essure (ess205). The reporter commented: coils were placed easily on the left and then on the right. There were 3 coils easily visible at the os on the left and 2 coils easily visible at the os on the right. Oophorectomy -no more than one removal surgery performed-no infection w/IV antibiotics od hospitalization -no abscess-no sepsis-no blood transfusion-no ectopic pregnancy-no diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: result: everything looks good.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: bladder problems, headache, abdominal pain, menorrhagia and dysmenorrhea. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') and cellulitis ('infection (bladder/ urinary tract/ vaginal) type: cellulitis') in a (B)(6) year-old female patient who had essure (ess205) (batch no. 624475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included body mass index normal. Current weight (B)(6) lbs. Concurrent conditions included swelling nos, anxiety, depression, penicillin allergy, internal hemorrhoids, mood swings, anemia, blood pressure high, insomnia, thyroid disorder, bartholin's abscess, cyst, gastric ulcer and uterine leiomyoma. Concomitant products included phentermine (adipex) for weight gain as well as alprazolam, bupropion hydrochloride (wellbutrin), celecoxib (celexa), citalopram, clindamycin, hydrocodone; paracetamol (acetaminophen; hydrocodone), medroxyprogesterone acetate (depo provera), oxycodone, paracetamol (acetaminophen) and pramipexole. In (B)(6) 2007, the patient experienced fatigue ("fatigue"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced alopecia ("hair loss"). In 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced nausea ("nausea"). In 2009, the patient experienced back pain ("back pain/ lower back pain"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and arthralgia ("pain: elbow, knees, joint"). In 2010, the patient experienced bladder disorder ("bladder problem"), vaginal discharge ("vaginal discharge") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problem"). In 2016, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2017, the patient experienced rash papular ("rashes or skin conditions type: red bumpy outbreak"). On (B)(6) 2017, the patient experienced cellulitis (seriousness criterion medically significant) and bartholin's cyst ("infection (bladder/ urinary tract/ vaginal) type: bartholin cyst abscess"), 10 years after insertion of essure (ess205). In (B)(6) 2017, the patient experienced blister ("allergic or hypersensitivity reaction type: blisters"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("expulsion"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("menorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), headache ("headaches"), nervous system disorder ("nuero condit/ problem"), visual impairment ("vision probs"), allergy to metals ("nickel allergy"), toothache ("tooth pain") and vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the genital haemorrhage, device expulsion, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, blood disorder, cardiac disorder, hypersensitivity, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, abdominal distension, alopecia, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight increased, weight decreased, vaginal haemorrhage, blister, cellulitis, rash papular, urinary tract disorder, migraine, allergy to metals, arthralgia, toothache and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bartholin's cyst, bladder disorder, blister, blood disorder, cardiac disorder, cellulitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, intermenstrual bleeding, iron deficiency anaemia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, rash papular, tooth disorder, toothache, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain, weight decreased and weight increased to be related to essure (ess205). The reporter commented: coils were placed easily on the left and then on the right. There were 3 coils easily visible at the os on the left and 2 coils easily visible at the os on the right. Oophorectomy - no, more than one removal surgery performed - no, infection w/IV antibiotics od hospitalization - no, abscess - no, sepsis - no, blood transfusion - no, ectopic pregnancy- no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: result: everything looks good. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: bladder problems, headache, abdominal pain, menorrhagia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-nov-2021: medical record received. Case became serious incident as essure was removed and case updated to medically confirmed. Medical history and essure removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.